Manufacturer narrative:
It is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the wire included in a micropuncture transitionless stiffened cannula access set separated in the patient. A fellow was attempting to obtain arterial access, and as the user tried to determine the location of the wire guide, it broke in the patient. The patient was sent to surgery for removal of the wire guide but is reportedly "fine". Additional information regarding the event has been requested.

Manufacturer narrative:
Event summary: as reported, during an unknown procedure, the wire included in a micropuncture transitionless stiffened cannula access set separated in the patient. A fellow was attempting to obtain arterial access, and as the user tried to determine the location of the wire guide, it broke in the patient. The patient was sent to surgery for removal of the wire guide but is reportedly "fine". Investigation - evaluation: reviews of instructions for use and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As no product lot information was received, reviews of the device history record and complaint history could not be conducted. There is no evidence of any additional nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.